Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and sticker page only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and that attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2013 - the patient was diagnosed with uterovaginal prolapse, hypermobile urethra and symptomatic rectocele. The patient underwent a robotic assisted laparoscopic supracervical hysterectomy, sacral colpopexy with implant of a davol flat mesh, bilateral salpingo-oophorectomy, transobturator tape with implant of a non bard davol mesh sling and posterior repair the attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.